Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump display was not blank for less than 30 seconds. Insert battery alarm did not display on insulin pump screen. Battery cap contact was damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the device.